Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event; the device passed incoming test (no problems with sensing found). Analysis also found the upper and lower cases were broken. The attachment ring, the ring cover, one bail, and one bail cover were missing. One bail cover was cracked. (B)(4).

Event description:
It was reported the external pulse generator (epg) cannot sense on atrial. The epg was returned for service. No patient complications have been reported as a result of this event.